Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device was frequently disconnected from the ventilator. The one end of the adapter was inserted into the actual device and the other end to the patient ventilator. Repeatedly attempted to reinsert the adapter to the device, however, it was unsuccessful. There was no patient injury.